Event description:
It was reported post implant, that both the leads exhibited poor sensing and capture. An x-ray confirmed lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.